Event description:
Patient reported "tugging, continued to be consistent uncomfortable tugging" and "rupture" with "very noticeable deflation", "implant has folded and is noticeable on the outside of my skin". Later, healthcare professional reported "deflation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "tugging, continued to be consistent uncomfortable tugging" and "rupture" with "very noticeable deflation", "implant has folded and is noticeable on the outside of my skin". This record is for the left side. The device remains implanted.